Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data review: console logs were consistent with what was reported in the complaint. Multiple placement signal not reliable (opm invalid signal, optical pump connected]) alarms [event set #1036] were observed in the imc logs. Rtlog data revealed that snr was well below spec when these alarms occurred. Device analysis: console was tested after arriving in field service. During testing, it was discovered that one of the 5s parameters on this console was out of spec. Conclusion: the root cause of the reported placement signal not reliable alarms was likely a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed a cp to support the patient admitted in with acute myocardial infarction / cardiogenic shock. The pump supported for five days and was then explanted as a left ventricular assist device was placed instead. The pump had been running with lost placement signal, but no harm or injury.